Manufacturer narrative:
During a functional test the pencil activated immediately without even pressing a button. This was due to a solder short between connections on the internal board of the pencil. The failure rate on these pencils was found to be .001% when the number of incidents of failure were compared with the total number of pencils sold. Even with this low a failure rate, a corrective action was implemented. The supplier's pencil tester was provided with a lock out feature that would allow the quality inspector to immediately segregate the non-conforming product. These pencils are tested 100% for defects of solder shorts, swapped wires, and opens.

Event description:
Pencil would not shut off.